Manufacturer narrative:
(B)(4). G2: foreign - event occurred in brazil. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device arrived at the company broken. It is seen on the provided photo of the product that the locking mechanism got broken. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.